Event description:
In 2009 the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ping meter read inaccurately high. The medical surveillance specialist classified the complaint based on customer service rep (csr) documentation. The pt said that the night before at 7 pm she obtained a reading of 141 mg/dl before dinner, which her and her husband thought was inaccurately high. She watched television after dinner at 7 pm. She says she needed to increase her basal pump insulin at 7 pm (she believes by 0.3 units per hour) due to the reading. The pt increases her basal insulin when her blood sugar is above 120 mg/dl. She said at 9 pm after watching television she allegedly got up and felt symptoms of lightheadedness and a cold sweat. She alleged she almost fell, but her husband caught her and eased her down to the floor. He allegedly checked her blood sugar and got a result of 54 mg/dl and gave her juice and candy. He checked her again at 9:11 pm and obtained a result of 57 mg/dl, and at 9:32 pm with a result of 56 mg/dl. She said that since her symptoms weren't subsiding, her husband called the paramedics. They allegedly came and checked her blood sugar on their meter with a reading between 40 and 50 mg/dl. She said the paramedics gave her some type of injection to bring her blood sugar level up. She then ate a sandwich and was talking and more responsive. Before they left she said they tested her and obtained a reading of 225 mg/dl. She doesn't know the exact time they left, but when her husband checked her again at 9:47 pm he reportedly got a result of 142 mg/dl. The pt then went to bed. When the husband woke the pt up at midnight the pt was allegedly unresponsive again and "half in and out." The paramedics were reportedly called again and they checked her blood sugar with their meter at that time and obtained a result of 20 mg/dl. She was reportedly taken to the ER and released the next day at 5 am. The pt says she is a brittle diabetic and has had several episodes like this before but feels that the high reading at 7 pm caused her to increase her insulin and crash throughout the night. The unit of measure was set correctly at the time of testing. A control solution test was performed, with passing results. This complaint is being reported because the user alleged the meter read inaccurately high, increased her insulin based on the reading, and developed symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.